Manufacturer narrative:
(B)(4). The patient disconnected a bag from the set-up and connected it to another line during the therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during fill one of peritoneal dialysis therapy. The patient stated that they took the heater bag from the set-up and switched it with the supply bag during the therapy. The technical service representative explained to the patient that they cannot disconnect bags and move them to another line and instructed to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.